Event description:
Laparoscopic balloon trocar improperly functioning. Gas on at insufflation machine with appropriate flow, no flow into abdominal cavity. After a few minutes flow at trocar functioning and appropriate flow into abdominal cavity. The product in question is trocars/tubing from coviden. I was aware of this issue yesterday morning. It is only happening on lap hernia cases not lap chole. We have reached out to the representative of coviden to be present when we have scheduled lap hernia cases here in (B)(6). Biomedical staff have reached out to the other network facilities to learn if they are also experiencing this issue. A hospital operating room of an affiliated facility has had similarly issues and they are now using olympus tubing for their lap hernia cases. Manufacturer response for lap hernia trocars, (brand not provided) (per site reporter): the plan is to bring the coviden rep in when we have lap hernia cases scheduled here in (B)(6).